Manufacturer narrative:
Company rep evaluated the unit and verified the reported problem. Corrections included replacement of the unit's cpu board. Unit calibrated and was safety tested to factory's specs.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected pt monitoring. No pt injury was reported.